Event description:
I had an abbott spinal cord stimulator proclaim xp5 ipg model 3660 placed on (B)(6) 2023. The procedure was done at (B)(6). The unit started malfunctioning on (B)(6) 2023. I had shocking pain that caused my body to seize up, resulting in several falls. I had severe muscles spasms, headaches, tremors, limited mobility, balance issues. I had the unit removed on (B)(6) 2023. Prior to removal; I was told by the surgeon to shut up saying the unit was malfunctioning. My symptoms worsened. I couldn't get a MRI due to the iphone controller displaying malfunction. I developed new symptoms: blood pressure would drop, elevated heart rate, whole body tremors, numbness, memory loss, loss of sleep cognitive issues, shooting pain. I've been misdiagnosed several times. Possible stroke, possible seizures and fnd (functional neurologic disorder). I've had an eeg (electroencephalogram), mris (magnetic resonance imaging), CT (computed tomography) to get those diagnoses. I have a cd (compact disc) with all of my medical records and can provide a copy. I can provide my complete medical records.